Event description:
The manufacturer received information alleging a fire involving the oxygen extension tube connected to the concentrator. The outlet nozzle of the device and approximately 1 meter of the extension tube were burned. The patient was not burned, but sparks reached her clothing during the event. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction to the previous report: in previous report patient information was missing. Therefore, "box a: patient information" has been updated/corrected in this report. Additionally, "operator of device", " report source", " reason device not eval" sections have been updated/corrected.